Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had recurring no delivery alarms. The blood glucose level was unknown. The customer reported that the infusion set cannula was bent. Troubleshooting was performed for no delivery alarm and bent cannula. The insulin pump will not be and infusion set will be returned for analysis.